Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that at 10:31am on (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result of ¿151 mg/dl¿ on the subject meter. The patient manages her diabetes with insulin which she self-adjusts. The reporter denied that the patient made any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She stated that at 10:41am on (B)(6) 2018, the patient developed symptoms of clammy cold and disoriented; it is not known if the patient/reporter associated these symptoms with a high or low blood glucose excursion. The reporter indicated that at 11am on (B)(6)2018, she gave the patient 7 units of humalog insulin and called paramedics. She stated that a blood glucose result of ¿40 mg/dl¿ was obtained on the emergency medical services meter, which the reporter compared to the earlier result on the subject meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The administration of insulin further invalidated this comparison). The reporter indicated that the patient was treated with ¿IV glucose¿ by the paramedics. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The reporter described the correct testing steps and confirmed that an approved sample site had been used to obtain the results. The reporter did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient/reporter reportedly received medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.